Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had problems with site. Customer reported that infusion sites were kinked; customer inserted while seated. Customer had high blood glucose of 300 mg/dl and 400 mg/dl as a result of kinked infusion sets. Customer was able to resolve issue. Customer declined transfer to helpline for further assistance.